Event description:
On (B)(6) 2014, the pharmacist/reporter contacted lifescan (lfs) (B)(4) that the onetouch verioiq meter has control solution result (¿140 mg/dl¿) outside the acceptable range. This complaint is classified according to the documentation of the customer care advocate. The reporter indicated that the patient¿s oral medication was increased from 500 mg to 1000 mg during a doctor¿s office visit while he had the inaccurate control solution high issue. There was no report of any symptoms to suggest a serious injury was involved with the incident. The control solution was not resolved with training. The unit of measurement was correctly set. The test strips were within the discard date. This complaint is being reported due to the unresolved inaccurate control solution issue. There was no evidence of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/02/2014). The patient¿s meter has been returned on 5/16/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.